Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis, chest pain and a myocardial infarction occurred. The greater than 75% stenosed de novo lesion was located in a non tortuous saphenous vein graft that bypassed the left circumflex artery. The access was femoral. The physician attempted to direct stent with a 4.0x32mm taxus liberte' drug eluting stent, but could not cross the lesion. The lesion was then dilated with a 3.0x20mm maverick balloon that was inflated to 17 atms for 75 seconds. The 4.0x32mm taxus liberte' drug eluting stent was readvanced and deployed in the lesion at 16 atms for 60 seconds. The lesion was post-dilated with a 4.5x20mm quantum balloon to 20 atms for 60 seconds. The patient complained of nausea and was treated with zofran. No patient injuries or complications occurred. The patient was given 300mg plavix post procedure and was placed on plavix and aspirin. Ten days post-procedure the patient presented with chest pain and a myocardial infarction. The stent was occluded with thrombus. A thrombus was removed with a thrombectomy catheter. A temporary pacemaker was inserted. A 3.0x20mm non bsc balloon was inflated to 17 atms for 60 seconds, 15 atms for 20 seconds and 18 atms for 30 seconds. The lesion was dilated again with a 3.5x15mm non bsc balloon to 10 atms for 30 seconds. Post procedure the patient was treated for nausea with zofran and a hematoma at the access site was observed. The patient also complained of right chest and arm pain as well as severe sciatica pain which subsided. An infusion of platelets and packed cells was started. Seven hours post procedure, the symptoms had subsided and the hematoma had not expanded or enlarged since the procedure. Blood work completed while the patient was in the hospital indicated that the patient was resistant to plavix and heparin. The patient's antiplatelet therapy was changed to effient. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis, chest pain and a myocardial infarction occurred. The greater than 75% stenosed de novo lesion was located in a non tortuous saphenous vein graft that bypassed the left circumflex artery. The access was femoral. The physician attempted to direct stent with a 4.0x32mm taxus liberte' drug eluting stent, but could not cross the lesion. The lesion was then dilated with a 3.0x20mm maverick balloon that was inflated to 17 atms for 75 seconds. The 4.0x32mm taxus liberte' drug eluting stent was readvanced and deployed in the lesion at 16 atms for 60 seconds. The lesion was post-dilated with a 4.5x20mm quantum balloon to 20 atms for 60 seconds. The patient complained of nausea and was treated with zofran. No patient injuries or complications occurred. The patient was given 300mg plavix post procedure and was placed on plavix and aspirin. Ten days post-procedure the patient presented with chest pain and a myocardial infarction. The stent was occluded with thrombus. A thrombus was removed with a thrombectomy catheter. A temporary pacemaker was inserted. A 3.0x20mm non bsc balloon was inflated to 17 atms for 60 seconds, 15 atms for 20 seconds and 18 atms for 30 seconds. The lesion was dilated again with a 3.5x15mm non bsc balloon to 10 atms for 30 seconds. Post procedure the patient was treated for nausea with zofran and a hematoma at the access site was observed. The patient also complained of right chest and arm pain as well as severe sciatica pain which subsided. An infusion of platelets and packed cells was started. Seven hours post procedure the symptoms had subsided and the hematoma had not expanded or enlarged since the procedure. Blood work completed while the patient was in the hospital indicated that the patient was resistant to plavix and heparin. The patient's antiplatelet therapy was changed to effient. No further patient injuries or complications occurred. Patient status is satisfactory.